Manufacturer narrative:
The third party service agent evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that the defibrillation therapy delivery function of their device was inoperative. The customer did not provide any clarifying details or information on the reported issue. There was no report of any patient use associated.